Event description:
The patient reported that the down arrow keypad button was intermittently unresponsive the last few days. The patient also stated that she wears the pump exterior to garment and does not clean the pump.

Manufacturer narrative:
Follow-up #1 date of submission 12/06/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.